Manufacturer narrative:
G2 - report source: corrected manufacturer's investigation conclusion: the reported event of an audible yellow wrench alarm was confirmed via the mobile power unit¿s (mpu) functional analysis. The returned mpu (serial number (B)(6) was observed to have signs of damage and kinking on its patient cable. The unit was functionally tested at the service depot, and audible yellow wrench alarms were reproduced upon manipulating the mpu¿s patient cable near its controller connectors. The patient cable was replaced, resolving the issue. Then, the mpu fully functioned as intended and was returned to the customer site after passing all tests per procedure. The root cause of the reported event appeared to have been caused by the mpu¿s patient cable being damaged; however, the root cause of how the patient cable became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, sections 3 ¿powering the system¿ and 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms & troubleshooting¿) instructs users on how to respond to alarms that sound from their mpu, including yellow wrench alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a yellow wrench alarm. The mpu was issued to the patient on (B)(6) 2024. The alarm occurred at home and was verified in clinic. The patient was stated to be stable, and the mpu was replaced. The site confirmed on (B)(6) 2024 that the patient had a mpu fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.